Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was having problems with their implantable neurostimulator (ins). The patient stated that they were also having trouble sleeping and that their head was not working. No further complications were reported or anticipated. Indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient noticed the decrease in length of time between needed charges for several months, but when it changed rate, they believed it was 2-3 months prior to the report. This was a somewhat painful and bothersome feeling which ensued immediately afterwards. This was discussed with a healthcare professional (hcp) and a manufacturer representative (rep). The original report of ¿problems with device¿ was clarified to mean that it dwindled in the amount of time it held a charge, but worse was the way it delivered the electric beat; it was very uncomfortable after the change. The patient noted they had previously been in accidents such as falling down due to their legs not being as strong or the rate change may have made them not feel their legs when stepping. The device just suddenly changed how it delivered the beat, but it gradually shortened the amount of time required between charges. They used to be able to go a month or more before a charge was needed. At the time of the report, it was around seven days. They tried to restore a pleasant beat to help cover the pain in their back, which had increased. The patient was hopeful that this would help them sleep regularly and help them regulate their thinking process. The pain coverage was much better at the time of the report, but the time between charges remained poor. They seemed to have improved their walking ability and their head seemed clearer and they had the ability to get some sleep over two hours. The patient also noted they had lost (B)(6) pounds in the past four months to last year.